Event description:
During a pci procedure, the balloon of the quantum maverick monorail ptca catheter ruptured at 8 atms. The number of inflations was not specified. The balloon was being used for post dilation after stent implantation. The lesion being treated was a calcified, 90% stenotic lesion in the proximal right coronary artery (rca). The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.